Event description:
Reportable based on device analysis completed on 27sep2024. It was reported that the machine stopped, and the screen prompted to replace the thrombus removal device with a continuous error. The target lesion was located in the right lower limb. An angiojet solent omni was selected for use in a thrombectomy procedure. During the procedure, it was noted that the machine stopped, and the screen prompted to replace the thrombus removal device with a continuous error. The display screen shows connect the puncture needle of the saline delivery pipe into the saline bag and replace the catheter. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed a hypotube separation was observed at 25 cm from the tip.

Manufacturer narrative:
Device was returned for evaluation. Inspection of the device revealed multiple bends and shaft kinks. The catheter was unable to prime, and the console issued an under-pressure alarm message. A hypotube separation was observed at 25 cm from the tip. No other issues were identified with the device and no patient complications were reported.